Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that via a remote transmission the right atrial (ra) lead exhibited a ra lead warning due to impedance. It was noted the "lead position check" failed. The ra lead remains in use and no further information is available at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and observations indicate that atrial lead position check failed on 2015 (B)(6) and to check atrial lead position.